Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned in several segments. Due to the number of segments that the lead was received in, the actual fracture location could not be determined. However, the (B)(4) coil was fractured. The fracture surface on wire 1 showed some indication of fatigue and overload, while wires 2 and 3 were extensively mechanically damage to obscure the fracture mode on these two wires.

Manufacturer narrative:
This lead is undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room after they received multiple shocks. Upon interrogation of the device, a non-sustained ventricular tachycardia (nsvt) was reviewed and chatter was found on the right ventricular (rv) pace\sense channel. The chatter was not present on any other channels. It was noted when the patient sat up, the noise was more pronounced. Pocket manipulation created pacing impedance measurements greater than 2000 ohms. The device was programmed off. There was radiofrequency (rf) telemetry interference when manipulating the left side of the device, close to the patient's left armpit. Technical services (ts) indicated that the rf telemetry interference could be due to physical blocking of the rf antenna which is on the left side of the device. Ts discussed that the information indicated a potential pace\sense conductor fracture. No adverse patient effects were reported. Additional information indicated a revision procedure was performed and the lead appeared fractured at the suture sleeve. The lead was explanted and successfully replaced.

Event description:
--